Event description:
During a laparoscopic cholecystectomy surgeon was using the argon beam coagulator. When the handpiece was handed off to the physician it initially looked normal. Physician reported that the device would not work. Staff verified that all parameters on coagulator were set correctly. Physician noted that it was working; it was coagulating and then he noticed that the tip of the laparoscopic handpiece was needle-like and exposed. It appeared that it had melted the top protective cover. Procedure was completed utilizing another process and ceased using the argon beam coagulator.manufacturer response for probe, argon beam coagulator, 28cm, abc probe. Manufacturer provided rga# for product evaluation.